Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal morphine 10,0 mg/ml at 1,499 mg/day via an implantable pump. The indication for use was not reported. It was reported the pump alarm sounded. The patient reported withdrawal symptoms and was admitted to the hospital. Pump interrogation showed multiple motor stall log entries. The hcp tried to restart the motor by reprogramming but experienced further motor stalls. Logs showed: motor stall on (B)(6) 2018 at 22:29 with recovery on (B)(6) 2018 at 04:48 motor stall on (B)(6) 2018 at 07:58 with recovery on (B)(6) 2018 at 09:03 motor stall on (B)(6) 2018 at 11:22 with recovery on (B)(6) 2018 at 11:59 motor stall on (B)(6) 2018 at 01:27 with recovery on (B)(6) 2018 at 03:14 motor stall on (B)(6) 2018 at 05:39 resulting in tube set on (B)(6) 2018 at 05:39 there were no known external/electromagnetic interference (emi) factors that could explain the motor stall. Explant was planned for approximately (B)(6) 2018 as no earlier slots were available. The issue was not resolved. However, the patient's status was alive - no injury. The pump would be returned to the device manufacturer. The patient¿s age, weight, and medical history were unavailable. No further complications were reported.

Manufacturer narrative:
Pump analysis identified a motor coil short and motor corrosion and-or wear and-or lubrication and stall due to shaft-bearing. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign manufacturer representative. It was reported the pump was replaced.